Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: returned product consisted of an epic self-expanding stent system. Visual inspection of the device revealed that the tip of the device was separated from the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on 20may2016. It was reported that tip damage occurred. A 10x60x75 epic vascular stent was selected to treat the lesion. After flushing, the physician lifted and grabbed gently the tip of catheter, middle part of the delivery sheath and the handle. The device was inserted onto the guide wire however, it was noted that the tip of the delivery system was lifted. The stent was removed from the patient. The procedure was completed with another 10x8 epic biliary stent. No patient complications were reported and the patient's status was good. However, returned device analysis revealed tip detached.